Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine root cause. Since the lot number is available, a batch review will be conducted. A follow-up report will be submitted upon completion of the batch review, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on potentially associated lot (h10l08080) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) on the homechoice (hc) machine during dwell 2. The technical service representative (tsr) explained to the home patient's (hp) caregiver (cg) that they will need to start over with new supplies. Product surveillance spoke with the cg on (B)(4) 2011 regarding the alarm. The cg said that she did not know how air might have gotten into the line. The cg said she did not notice anything unusual with the supplies; however, they have not had any issues or complications with therapy since the alarm. Product surveillance advised the cg to notify the nurse of these alarms. No patient injury or medical intervention was reported. No further information is available.